Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? What did the staple formation look like on the side of the bleeding? What factors led the user to select a blue cartridge for the duodenum? Please clarify why the user was anastomosing the duodenum in the gastric? What was used to try and control the bleeding? What were the specific ligation and coagulation techniques? Any other factors that led to the conversion to a roux-en-y? Was it confirmed that all four firing strokes were completed successfully? Were the forces to fire higher than normal for the surgeon? What is the experience level of the surgeon using the device? Does the surgeon believe the conversion to the roux-en-y was related to the ec60a stapleline or ec45a stapleline? How much blood loss? Did the patient require a blood transfusion? What is the patient¿s current status? Are any pictures, x-rays, or video available?

Event description:
It was reported that during a laparoscopic gastrectomy, the ec60a was used on the duodenum with ecr60b and on the gastric body twice with ecr60d. The gastric body was fired by a woman doctor. After that, when the ec45a loading ecr45b was used to anastomose between the gastric body and duodenum, bleeding occurred from the inner cavity. The bleeding site seemed to be the gastric side (oral side) of the staple line. Although ligation and coagulation were performed, the bleeding did not stop. The method was changed to roux-en-y. When the anastomosis site was checked endoscopically, there was no problem. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. What did the staple formation look like on the side of the bleeding? The information was not provided from the hospital. What factors led the user to select a blue cartridge for the duodenum? The information was not provided from the hospital. Please clarify why the user was anastomosing the duodenum in the gastric? The information was not provided from the hospital. How much blood loss? About 100 ml. Did the patient require a blood transfusion? No. What is the patient¿s current status? The patient¿s condition is stable. Are any pictures, x-rays, or video available? No. What was used to try and control the bleeding? ---when the remained short gastric arteries was cut, bleeding weakened. What were the specific ligation and coagulation techniques? ---bleeding was coagulated with a radio knife. Any other factors that led to the conversion to a roux-en-y? No. Was it confirmed that all four firing strokes were completed successfully? Yes. Were the forces to fire higher than normal for the surgeon? Other surgeon was fired for the gastric body, and higher forces might be applied. What is the experience level of the surgeon using the device? The information was not provided from the hospital. Does the surgeon believe the conversion to the roux-en-y was related to the ec60a stapleline or ec45a stapleline? The information was not provided from the hospital. The surgeon suspected the cause of bleeding related to ec60a. The analysis found that one ec60a device was returned in good visual condition and with one ecr60w cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.